Event description:
The customer reported that the calibration was off on the reservoir. She stated that the reservoir was not showing the same amount of insulin as shown in the status screen, and it happened for more than a couple of weeks. Assisted the customer to run the displacement and self test and they passed. However, the customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk.